Manufacturer narrative:
Additional information: h3, h4 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the picture and the actual device is required to verify the reported malfunction. The reported condition was not verified; however, the potential cause was due to non conforming material received from the supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported clearlink system non-dehp extension set appeared to have air in the line. During a veletri infusion, an air bubble accumulated in the filter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.